Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist and replaced the buffer syringe to resolve the issue. The customer confirmed the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported one patient had high sodium result on their au680 clinical chemistry analyzer. It was released out of the laboratory. The customer then repeated the sample and amended the result later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.